Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the fuses for the viewing station of the imaging system and the power cord. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation. The suspect power cord has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses inside of the viewing station of the imaging system were open due to loose prongs on the power cord for the imaging system. No additional information was provided. There was no patient present when this issue was identified.